Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, and the unit was returned to service. Block a: patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/29/16 phone call, 11/30/16 phone call, 12/01/16 phone call.

Event description:
The hospital reported the unit alarmed and the unit failed to switch to mechanical ventilation when requested during a case. The bag/vent switch was toggled and then mechanical ventilation was able to continue. There was no report of patient injury.